Manufacturer narrative:
(B)(4). The complaint device was not returned to baxter for assessment and no serial number for the pump was provided. If the device is returned in the future, an eval will be performed and a supplemental report submitted. During a site visit to the facility on (B)(4) 2013 by baxter (B)(4) medical affairs clinician, it was communicated that the facility has been calculating the over fill in the IV bags incorrectly, using a 10% rule, which is no longer a reliable percentage. The infusion rate is set based on the total volume of the IV bag, assuming a 10% overfill, and hence infusions are finished earlier than programmed. The facility detailed a plan to recalculate an overfill standard and perform necessary validation testing.

Event description:
It was reported that a pump was involved in an over infusion of cyclosporine in the bone marrow transplant care area. The customer stated that a total of 100 ml of cyclosporine was to be given (delivery rate unk), and the "drug finished one hour and 40 minutes early, despite switching pumps." It was also reported that there was no pt injury.